Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced a high blood glucose level below 600 mg/dl. The customer's spouse reported recurring infusion set changes due to no delivery and absence of occlusion alarm. The customer's spouse had no symptoms or treated the high blood glucose level. The customer did troubleshoot the issue and found the infusion set cannula bent. The insulin pump will not be returned for analysis.